Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not exit the load process on the pump. The pump declared a minimum fill issue each time the customer attempts to fill tubing, after loading the cartridge with 180 units of insulin. Customer's blood glucose (bg) level was 251 mg/dl, which was addressed with insulin injection. Customer needed assistance from son to retrieve manual injection supplies. Tandem technical support assisted customer in successfully reloading the same cartridge. The customer was able to resume insulin therapy.